Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was experiencing auto reducing. The sjm rep met with the patient and an impedance check revealed high impedances. X-rays were ordered. Surgical intervention is pending.